Event description:
A healthcare facility in (B)(6) reported that the rd900 neopuff infant resuscitator was not working. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This complaint became vigilance reportable on (B)(4) 2012. Method: the complaint rd900 neopuff infant resuscitator was returned to fph service center in (B)(4), where it was visually inspected and performance tested. Results: visual inspection revealed that the gas inlet port of the returned neopuff unit had broken off, confirming the fault reported by the hospital. A lot check revealed no other complaints of this nature for lot number 061106. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the neopuff gas inlet port was due to impact. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." The facia and valve assembly were replaced and the neopuff unit was tested in accordance with the neopuff technical manual. The unit passed the performance checks and was returned to the hospital.